Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a lasso nav catheter. The patient experienced pericardial effusion that required prolonged hospitalization and procedure cancellation. After a fast anatomical mapping (fam) of the left atrium (la) was completed with the lasso catheter, the physician noticed that there was a pericardial effusion on intracardiac echocardiography (ice). The effusion was not present at the start of the procedure (verified with ice). As a precaution, the physician preferred to stop the procedure without any ablation the procedure was terminated. The effusion was monitored and did not worsen. The patient was in stable condition. The patient did not require a pericardial drain and recovered without further intervention. The patient required extended hospitalization and was monitored overnight. Patient has fully recovered. The physician does not believe the complication is related to any biosense webster catheters. He thinks it may have occurred during the transseptal puncture. Event occurred after the transseptal phase, after the la mapping phase, before the ablation phase. Transseptal puncture was performed with baylis rf needle. No evidence of steam pop and no ablation was performed prior to noting pericardial effusion.

Manufacturer narrative:
Additional information was received on 23-oct-2023. It was reported that an abbott sl1 sheath was used during the transseptal. No biosense webster inc. (Bwi) sheath was used. As such, the concomitant product section was updated. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30837967l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).